Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, replaced the batteries and completed the pm with full, safety, calibration, and functionality checks passed per factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventive maintenance (pm) that was performed by a getinge field service engineer (fse). There was no patient involvement, and no adverse event reported.